Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a beeping from the device. The right ventricular (rv) lead had alerted for oversensing of noise seen on non-sustained events and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.